Manufacturer narrative:
Section g3: correction. Section h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient was admitted to the hospital because international normalized ratio (inr) was too high. On (B)(6) 2020, the patient was transferred. The patient had complaints of headache and fatigue. The patient was treated with a low molecular weight anticoagulant medication, and an echocardiogram was performed. On (B)(6) 2020, the patient was transferred to the neurological clinic due to neurological complaints. The patient had symptoms of somnolence, ptosis on the right side, drooping corner of the mouth on the right side and pupil difference. The patient had a severe headache. Cranial computerized tomography (cct) showed subdural hematoma, emphasized frontally. On (B)(6) 2019, borehole trepanation was performed with emptying and drainage of the subdural hematomas on both sides. Postoperative, the patient had no more headache and the symptoms regressed. The event was resolved on (B)(6) 2019. The patient remains ongoing on ventricular assist device (vad) support, and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2016. The heartmate 3 lvas instructions for use (IFU) lists bleeding and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 due to elevated inr (international normalized ratio) levels. The patient was transferred from the rehabilitation clinic to the operating clinic. The patient had complaints of severe headache and fatigue. On (B)(6) 2019 the patient was transferred to the neurological clinic due to neurological complaints of somnolence and ptosis on the right side. There was drooping at the corner of the mouth and pupil difference. A head CT scan showed subdural hematoma that was emphasized frontally. On (B)(6) 2019 a borehole trepanation was performed with emptying and drainage of the subdural hematomas on both sides. Post-operatively, the patient no longer had complaints of headache and symptoms regressed.